Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by cloudy effluent. The same day as the event onset, the patient was hospitalized for peritonitis. The cause of the event was unknown. The patient was treated with vancomycin (1g once a day for five days then 500mg once a day; route and duration not reported) and meropenem (1g once a day for seven days, route and duration not reported) for peritonitis. Dianeal and extraneal therapies remained ongoing. Seventeen days after admission, the patient was discharged from the hospital. At the time of this report, the patient's effluent was clear and the patient had recovered from the event. No additional information is available.